Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). The customer's report of bursting extension sets could not be confirmed. The sets were discarded. Unable to determine the cause of the reported problem, but it is likely due to using an extension set that is not rated for power injector use.

Event description:
The CT technologist reported issues with the extension set bursting during injection rates of 3+ml/sec. No pt/user harm was reported. No details provided on the events. No sets were saved. Customer asked if this set was rated for power injector use and was instructed that it is not. It is only rated for 30 psi. Customer was directed to other model numbers that are rated for low power injector use to 325 psi.